Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect prolactin result on one patient. The results provided were: on (B)(6) 2021 sid(B)(6) initial = 87.32ng/ml (customer¿s normal range 5.18-26.53ng/ml) / the patient went to another hospital where an imaging exam was performed without any adverse impact. The hospital also performed a beckman prolactin result = 23.7ng/ml(reference range 3.34 - 26.72ng/ml). There was no reported adverse impact to the patient.

Manufacturer narrative:
The complaint investigation for potential false elevated architect prolactin result included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing was completed. Trending review determined no trends for the issue for the product. Labelling was reviewed and found to adequately address the issue. Device history record review did not identify any non-conformances or deviations for lot 20320ui01 and the complaint issue. In house testing of panels which mimic patient samples was completed using retained kits os lot 20320ui01 and all specifications were met indicating that the lot is performing acceptably. In this case, macroprolactin contributed to the elevated results as the result was within the normal range after peg analysis. The product package insert provides information relating to elevated prolactin results and details around macroprolactin is also documented in the architect prolactin assay troubleshooting guide. Based on the investigation, no systemic issue or deficiency of the architect prolactin reagent, lot 20320ui01 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.